Event description:
It was reported that several aborted episodes were observed. A review of the egms revealed noise on the lead. The lead was replaced.

Manufacturer narrative:
The field event was confirmed in the laboratory. The lead outer insulation and proximal cable insulation were abraded at 20.5 cm from the connector. This could be caused by friction to the device can. The abrasion could have caused the sensing and pacing anomalies.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.